Event description:
Boston scientific received information that this representative contacted boston scientific technical services (ts) to report that at the time of the implant procedure, the representative was experiencing difficulties with programming the device after the device was handed off for implant. Technical services recommended that the "interrogate" button should be depressed. The issue was resolved and the device could be programmed without difficulties. The representative reported that the shock impedance was 18 ohms when delivering energy through the chronic competitor device and competitor lead system. Subsequently, when the replacement device (model# e102, (B)(4)) was attached to the chronic competitor lead, the shock impedance measurements were above 125 ohms. Ts was informed that the competitor right ventricular (rv) lead was a dual coil lead, and the device was placed in the pocket prior to shock impedance testing. Additionally, another shock impedance measurement above 125 ohms was recorded in all three shock vectors. Ts recommended that the terminal pin be lubricated with mineral oil and reseated into the bsc device header port.

Manufacturer narrative:
Boston scientific technical services (ts) was informed that the terminal pin was removed from the replacement device and reinserted into the chronic competitor device. The shock impedance measurement was again performed and a 18 ohms measurement was observed. The physician elected to remove the replacement device and implant a second replacement device (model# e102, (B)(4)). A shock impedance measurement test was again performed and the measurements were above 125 ohms was again recorded. The physician elected to perform a 5 joule commanded shock and the shock impedance was recorded at 58 ohms. Technical services discussed the possibility of a loose high voltage set screw which was micro-welded to the connector following delivery of the 5 joule commanded shock. Ts recommended continued monitoring of the daily shock impedance test. The available information suggests that the second replacement device remains in service. Upon receipt at our post market quality assurance laboratory, shock impedance testing was performed and normal measurements were obtained. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Microscopic examination found that each terminal pin advanced beyond the connector block. The set screws were tightened and all set screws passed the tug test. With the set screw tightened, none of the terminal pins could be removed from the header port indicating a secured connection. The device was put through and passed a series of automated tests, which verified the performance of defibrillation, pacing, sensing, and recording functions of the device.